Event description:
Medical records indicate that in (B)(6) 2013, this patient's peritoneal dialysis catheter was exchanged due to an umbilical hernia repair. Medical records reveal that the hernia was associated with that peritoneal dialysis catheter.

Manufacturer narrative:
Medical records were provided and have been reviewed by post market clinician staff. It appears that the patient had an umbilical hernia repair without mesh and an exchange of her peritoneal dialysis catheter in (B)(6) 2013. In (B)(6) 2013, it was thought that the hernia was associated with that peritoneal dialysis catheter. There is no documentation in the medical record that shows the patient had an episode of increased intra-peritoneal volume. There is no documentation in the medical record that shows a casual relationship between the cycler and the patient's umbilical hernia. Medical records show that the catheter was the likely cause of the hernia. The tenckhoff catheter is not a fresenius manufactured product. The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. An investigation of the device manufacturing records was not conducted by the MFR as there was no record of a machine serial number provided to the customer prior to the hernia repair in (B)(6) 2013.